Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented in the operation room for a scheduled generator change. During the procedure it was noted that the implantable cardiac defibrillator exhibited common mode noise. No intervention was performed. The device was implanted successfully. The patient was stable at all times.